Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.